Manufacturer narrative:
Concomitant products: product ID: 3888-33, lot# j0343897v, implanted: (B)(6) 2003, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that their implantable neurostimulator (ins) reached an end of life (eol) battery status about three years ago. It was noted that the patient had taken a fall sometime in the last few years that could have attributed to the issue. However, the ins battery was already at an eol battery status when the fall occurred. On the date of this report, the patient was scheduled for an ins battery replacement. Upon interrogating the device impedances in pre-op, one of the two quad leads showed high impedances on contacts 0-3. The quad lead that was not usable due to high impedances was explanted and a new one was implanted. The issue was resolved. No patient symptoms were reported. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.